Event description:
In 2005, while wearing the sound processor, the pt reportedly had no sound percept. The pt was seen at the center for device eval, external equipment was echanged. However, the problem was not resolved. On 2nd day the pt was seen at the center for device eval. Testing performed confirmed that the pt's device was no longer functioning. The pt's c1 device was explanted.